Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During this analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. In particular, the values of the parameters measured during the electrical analysis of the lead proved to be within the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - about 6 months after the implantation it was reported that the lead was explanted due to oversensing, which had led to false vf episodes and charge of the ICD. No adverse patient side effects were reported.